Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 phone number: (B)(6). G2 foreign: canada. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that, prior to surgery on (B)(6) 2023, device was reportedly not cutting. There was no patient involved and no impact to user. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor and bearings were frozen preventing the device from working. The motor and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No adverse events were reported as a result of this malfunction. No additional event information available.